Event description:
It was reported that during use with bd vacutainer® push button blood collection set with pre-attached holder the cannula broke off and was stuck in tube. Patient had to be recollected. The following information was provided by the initial reporter: I want to make a complaint about a push button needle ref 367355 blood collection set with pre-attached holder. Today a needle broke off and got stuck in a blood tube. My colleague immediately removed the wing needle and the patient had to be pricked again because not enough blood had been taken yet. The patient did not feel well because the needle broke off, panicked and had to recover for a while. I don't know if this has been reported before, but I find this incident quite intense and I don't understand how this can happen. I will send the photo I took of the tube with the broken needle.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for non-patient cannula breaks off was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode non-patient cannula breaks off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.